Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 157504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 157504 and test base part 195-430h / lot 151066. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The customer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal kitted swab. Repeat testing was performed and generated a negative result. On the same day of initial testing, rt-pcr confirmation testing was performed and generated a positive result. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031550 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1031550 and test base part number 190-430 / lot 1031550. The lot met the required release specifications. A review of the complaints reported as fa;se positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1031550 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference.